Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Medwatch report (B)(6) for the suspect device used in system 2.

Event description:
Reporter alleged obtaining a result of 80 mg/dl on compact plus system 1 compared back to back with a result of 45 mg/dl on the compact plus system 2 when testing was performed within 10 minutes. Reporter stated that he took 6 units of novolog about 10 minutes prior to testing and that he self-treated with glucose tabs and soda after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.